Event description:
The sales office staff reported that the v60 ventilator displayed an "oxygen not available" alarm. There was no patient involvement when the issue occurred. No user impact and/or harm was reported. The se determined that while the alarm was confirmed during the evaluation of device. There was no malfunction of the device, and the alarm was expected to occur when the device's oxygen concentration setting is set to 100%, without the high-pressure oxygen being connected. The se reported that no abnormalities were observed; the device was cleaned and tested and then returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.